Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2007. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to symptomatic rectocele, enterocele, incomplete vaginal vault prolapse, and adhesions. It was reported that the patient experienced bleeding, pelvic wall prolapse, erosion, cramps in lower pelvic area, pelvic pain, urinary infections, problems when urinating, recurrent vaginal pain, urinary incontinence, urinary retention, and wound healing problems. It was reported that patient underwent mesh removal on (B)(6) 2007, (B)(6) 2010 due to mesh exposure, and (B)(6) 2012. No additional information was provided.